Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition with no appearance of any physical damage. The event history log confirmed a backup audible alarm post occurred. Functional testing was unable to replicate the reported issue; no device problem was found, the device was operating as intended. No root cause was determined. Repair was not needed. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not delivering the full amount. The product fault occurred during setting up stage. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.